Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported patient has been having issues since the implant was put in his back. Caller stated patient is getting shocked really bad and still in a lot of pain all over the body. Caller mentioned patient turned the stimulation up to 6 the other day because patient was in pain and was getting shocked so bad that it was going up to his entire neck. Caller stated patient get shocked when he is laying, sitting, pushing a lawn mower or laying in a bathtub. Caller stated the shocking is causing errectile dynsfunction. Caller stated they told healthcare provider (hcp) about the shocking and hcp said that is normal. Agent asked asked clarifying questions, if patient turn the stimulation off, does that stops the shocking and caller said they turn off the therapy but patient still gets shock. Patient service reviewed reps role and recommend patient consult with healthcare provider ofc for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.